Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
Follow up with customer on (B)(6) 2014 indicated that the customer changed out the cartridge and infusion set and no additional occlusion alarms occurred. The product has not been returned for evaluation. Should new relevant information becomes available a supplemental report will be submitted.